Event description:
Event description boston scientific received information that this pacemaker was inappropriately storing ventricular tachycardia episodes in the arrythmia logbook. The actual activity was atrial pace, ventricular pace, ventricular sense. Threshold measurements had increased and impedance measurements were stable and within normal limits. Pocket manipulation did not produce noise. A fax of the electrogram was sent to technical services for analysis. There were no patient symptoms.